Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 19, 2016 that an ultraflex esophageal stent was implanted to treat a 9 cm malignant stricture due to esophageal cancer. Reportedly, patient's anatomy was not tortuous. According to the complainant, during the procedure the stent did not fully expand. Two days post-procedure the stent was noted to still be un-expanded. The stent remains implanted and the patient was put on a ryles tube after a month. The patient's condition at the conclusion of the procedure was reported to be stable.